Event description:
A malfunction alarm identified as malf 12 was reported by the customer, and it was noted that no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Upon follow up customer technical support (cts) was able to assist customer with pump reset and clearing the malfunction. Cts instructed caller to call back if any malfunction code recurs.